Event description:
Caller states the softclix lancet was packaged without a protective cap. No adverse event reported. Requested return of the suspect device and replacement was sent.

Manufacturer narrative:
The event occurred in (B) (6).